Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found with the catheter separating from the hub during use. The following has been provided by the initial reporter: the patient had dislocation, on (B)(6) 2019, the venous indwelling needle was replaced on the morning, the adhesive bandage was used to fix protection, at 3 pm on october 23rd, the nurse on duty in the circuit was found that the needle was slippage, after inspection it was found the lien beard needle head and normal needle was 0.5 cm shorter than normal , the nurse hurriedly pressed venipuncture,and found the broken catheter. This device was not used in combination with other devices.

Manufacturer narrative:
A device history review was conducted for lot number 9169584. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found with the catheter separating from the hub during use. The following has been provided by the initial reporter: the patient had dislocation, on (B)(6) 2019, the venous indwelling needle was replaced on the morning, the adhesive bandage was used to fix protection, at 3 pm on (B)(6) the nurse on duty in the circuit was found that the needle was slippage, after inspection it was found the lien beard needle head and normal needle was 0.5 cm shorter than normal, the nurse hurriedly pressed venipuncture,and found the broken catheter. This device was not used in combination with other devices.